Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a bloody fluid leak on the inside of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the needle bellows was draining slowly and incompletely. The fse found valve vl-57 was operating sluggishly. The fse replaced the pinch valve, actuator, the mount and the tubing at vl-57. The fse replaced the check valve in the bellows drain pathway and flushed the vacuum system. The fse cleaned the leak from instrument.

Manufacturer narrative:
(B)(4).